Event description:
Event description guidant received information that this passive fixation ventricular lead became dislodged shortly after the implant procedure. During a revision procedure, one day after implant, the lead was explanted and successfully replaced with an active fixation model. No adverse patient symptoms had been noted.